Event description:
TaperFit revision after approximately 10 years and 8 months due to a peri-prosthetic fracture of the left femur following a fall.

Manufacturer narrative:
PER (b)(4) Initial Report.Additional information, including lot code of the TaperFit Stem and part nos. / lot codes of any other revised devices, was the primary implantation all Corin implants, patient age, activity level, weight and medical history, what was the patient doing at the time of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation.The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed.Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.